Event description:
Bipolar impedance readings were greater than 4000 ohms on all left-side electrode combinations. Impedances were normal 6 weeks earlier. No trauma or falls were associated with the event. Therapy hadn't been titrated to full benefit, so it was difficult to discern if the pt experienced lack of symptom control associated with the high impedances. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).